Event description:
It was reported that during a percutaneous intervention, a dissection occurred. The target lesion was located in a heavily calcified left anterior descending artery (lad). The 2.0x12mm apex balloon was inflated multiple times to a maximum of 14 atm's. On the last inflation, a dissection of the lad occurred. A surgeon was called in to consult for bypass surgery. The patient remained on the table in the cath lab while the surgeon reviewed the case. Hemostasis of the dissection had occurred without intervention and the patient was stable. Bypass surgery was performed, however, it was considered an elective procedure versus an emergent procedure, as the patient's condition was stable. The patient did well during and post surgery. No further complications occurred and the patient is expected to make a full recovery. It was the physician's opinion that the dissection was not related to the apex balloon.

Manufacturer narrative:
The complaint device was not returned for analysis. A review of the manufacturing records were not possible, because the batch number is unknown. The root cause will be documented as anticipated procedural complication, because vessel dissection is a known physiological effect of the procedure and is noted within the directions for use.